Manufacturer narrative:
The patient develope disinfection post operatively. Surgeon scheduled a complete explantation, irrigation and debridement, antibiotics and replacement implants. There is no indication of a malfunction of the implants and a source of the infection was not determined. All 4 components were replaced. Original implanted devices were femoral head 10-21-3601; lot # 7011138738, femoral stem 10-11-0007; lot # 1087, acetabular cup 10-32-0058; lot # 1034, acetabular liner 10-40-3658; lot # 1060. These lot numbers were compared for previous complaints on infection. These product lots are different. No lots matched. Therefore, there is no reason to suspect any issues with product contamination. Exact cause of infection is unknown.

Event description:
Patient hip system was revised due to infection. Complete washout, complete explantation and reimplantation of new components along with antibiotic powder.